Event description:
One pt with discrepant sodium results. Initial result gave 131 mmol/l; repeat gave 134 mmol/l. Sample repeated twice on different analyzer- same methodology, giving 139 and 138 mmol/l. Erroneous results were not reported. Although the exact root cause could not be identified, the field service rep replaced ise electrodes and performed maintenance activities. Performance tests were performed which were within specifications.